Event description:
It was reported that the programmer is slow to boot up. Sometimes the programmer will not boot up at all and will sit at a blank screen. It is also slow in interrogating devices and does not pick up a signal at all at times. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the programmer was slow to boot up. As a result the hard drive was reconfigured and the software was reloaded.